Event description:
On (B)(6) 2012, the patient contacted animas alleging that she felt the bolus rate was incorrect on the pump. The patient reported that she has been low during the night. The patient reported a low blood glucose (bg) of 49 mg/dl with symptoms of disoriented on the evening of (B)(6) 2012. In response to the low bg the patient treated self with orange juice and confirmed her bg came up to 89 mg/dl with a few minutes. At the time of troubleshooting, customer support discovered that the subject meter was set to the incorrect time. The patient informed customer support that she had travelled to hawaii a couple of weeks prior and had changed time on the pump due to time zone change. It was noted that when the patient changed the time, she set it incorrectly. At the time of the call, the patient was advised to correct the pump's time. The patient confirmed that the pump retained correct date and time after battery change. Customer support informed the patient that the low bg was as a result of receiving incorrect basal rate due to time being incorrect on the pump. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient's alleged hypoglycemia can be attributed to use error, since the patient incorrectly programmed the time on the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box data from the reported failure date is overwritten due to continued pump use; the available data shows no activity outside of normal use. The total daily dose (tdd) history shows records for the date (B)(4) 2012 twice due to time/date being set incorrectly. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered up and appropriately displayed the ¿verify¿ screen. The pump was exercised for 5 days on 0.5unit/hour rate with no time change occurring during testing. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.